Manufacturer narrative:
(B)(4): physio-control confirmed with the customer that they have removed the device from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device would not charge and defibrillate beyond 20 joules and, as a result, was unable to deliver sufficient defibrillation energy. There was no patient use associated with the reported event.